Event description:
Caller reported difficulty with the quick bolus/wake button on the pump, requiring multiple presses to activate the screen, and was unable to access pump features unless plugged into a power source. There was no adverse impact to the customer's blood glucose level. Customer was instructed to keep the pump plugged in until a replacement with the most up-to-date software was received. The customer continued to use the pump for insulin therapy.